Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Visual inspection identified a ruptured bladder. Microscopic examination of the bladder found markings on its exterior surface, near the rupture line. The reported condition was confirmed. If additional relevant information is obtained, a follow-up MDR will be submitted.

Event description:
It was reported that a small volume infusor had a ruptured bladder. This occurred during filling with 97.8ml of fluorouracil. The solution leaked from between the housing and the cap when the device was moved. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review will be performed.  If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. The sample is reported to be available for evaluation. If the sample is received or additional relevant information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (The lot was manufactured from 10/04/2013 to 10/07/2013.), the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.